Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an nc quantum apex balloon catheter with no other devices. There was contrast in the inflation lumen and blood in the wire lumen. The balloon was loosely folded. The distal tip, distal shaft and hypotube were microscopically examined. Magnified inspection revealed a pinhole in the balloon wall 3mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were numerous hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. An 8mm x 2.00mm nc quantum apex balloon catheter was advanced for dilatation and then intravenous ultrasound (ivus) was performed. Following which, the nc quantum apex balloon catheter was re-advanced for additional dilatation but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a balloon pinhole.